Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the customer with pump reset information and assisted with the reset. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.